Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the device reached end of life. Patient lost therapy approximately one week ago and is without therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
A patient lost therapy as the ipg reached end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.